Event description:
As reported, the balloon ruptured on two 6/7f mynx control vascular closure devices (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU) and was opened in a sterile field. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no vessel tortuosity. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
This report is related to report # 3004939290-2022-02714. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to report #: 3004939290-2022-02714 as reported, the balloon ruptured on two 6/7f mynx control vascular closure devices (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU) and was opened in a sterile field. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no vessel tortuosity. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. 194811-1 the product was not returned for analysis. A product history record (phr) review of lot f2130803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 194811-1 the product was not returned for analysis. A product history record (phr) review of lot f2130803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.